Manufacturer narrative:
Additional information was received reporting that a non-johnson and johnson intraocular lens (iol) was implanted as replacement. There was no patient injury and no medical or surgical intervention was required. The patient is doing fine post-operatively with best correct visual acuity 20/25 with some dry eye symptoms. No further information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown; the best estimate date is between on (B)(6) 2021 and on (B)(6) 2023. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information and product availability for return; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) will be explanted in two to four weeks. Through follow-up, it was learned that the lens was explanted from the right eye on (B)(6) 2023 due to blurry vision and halos at night (despite spectacle correction). The issue started immediately after surgery, but it was hoped that the patient would neuro-adapt. The patient had stopped driving at night due to the visual issues. The patient's pre-operative visual acuity (va) was 20/50. The va after initial implant was 20/20-1 (very blurry and hazy). No further information was provided.